Manufacturer narrative:
Correction to b5, d11, and f10/h6: device codes. Add component code 525. B5: update "the spike of a y-type blood/solution set disconnected from a product bag which resulted in a solution leak" to "the spike disconnected from the tubing of a y-type blood/solution set which resulted in a solution leak." H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a y-type blood/solution set disconnected from a product bag which resulted in a solution leak. The disconnection occurred while hanging the product bag after spiking with the y-type blood/solution set. There was no patient injury or medical intervention associated with this event. No additional information is available.